Event description:
It was reported that guidewire entrapment occurred, and the treatment was discontinued. The target lesion was located in a non-tortuous, moderately calcified below the knee artery. A rubicon guide catheter was selected for use with a v-18 control wire for the procedure. The calcified stenosis in the lower leg was recanalized with the v-18 control wire and the rubicon guide catheter was used. When attempting to remove the wire out of the rubicon guide catheter, it was not possible. The rubicon guide catheter had to be removed with the wire and it was subsequently discovered that the tip of the wire had broken off. Both parts of the wire were stuck in the rubicon guide catheter and could therefore be retrieved. After retrieving the rubicon guide catheter with the broken wire, it was no longer possible to reach the target vessel with a new wire, so the treatment was discontinued. There were no patient complications reported.